Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners and cracked reservoir tube lip. Moisture damage was found on electronic and motor assemblies.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump was possibly submerged in water because he could see drops of water coming out of the act button. Customer inquired as to whether the insulin pump was water proof as it was splashed on a boat trip. The blood glucose reading was 230 mg/dl. Nothing further was reported.